Event description:
Customer reports to have received a button error alarm and excessive no delivery alarm. Customer's blood glucose was 256 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the self test, restart error test and displacement test. No unexpected restart error alarms were noted. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. Traces of moisture were noted at the display board assembly. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.